Manufacturer narrative:
This report is being filed retrospectively in response to observations documented within an FDA establishment inspection report.

Event description:
On (B)(6) 2019 an i.v. Station onco device did not draw out the necessary amount of diluent before adding paclitaxel drug, effectively diluting the drug preparation. The removal of diluent did not occur because the order was not correctly entered and designated for draw down. There are no known adverse patient effects.